Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: manufacturing files were reviewed and no anomalies were found. Conclusion: the possible root cause is joining the stryker devices to the non-stryker devices.

Event description:
It was reported that; we received a letter of patient's attorney requesting an investigation on two broken rods. Items will be provided by the patient for investigation. We requested the attorney to provide information on the event date as well as both surgery reports (implantation/revision).

Event description:
It was reported that; we received a letter of patient's attorney requesting an investigation on two broken rods. Items will be provided by the patient for investigation. We requested the attorney to provide information on the event date as well as both surgery reports (implantation/revision),